Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. During system check with tandem technical support, the pump performed as intended. Customer reported seeing very small air bubbles and had primed them out. There was no known impact to the customer's blood glucose. Customer had not used the pump for the past 3 days. Customer declined further troubleshooting and declined to provide additional information.